Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that both sub drawers were not detected on bus. A field service engineer (fse) removed the back panel and found that the module controller had no lights and the cables and connections were tight. Fse replaced failed module controller board and both old style drawer controller board to resolve the issue. The drawers were tested using the hardware test application, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed, and the system was unable to recover all failed storage spaces after reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.